Event description:
It was reported to the manufacturer by the end user, per the end user, the patient complained that they were getting bed sores from the mattress. The patient sustained a right gluteal cleft-stage 1 and is being treated/monitored by (B)(6). (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.